Event description:
Patient was revised to address broken femoral adapter and adapter bolt. Loosening of the femoral component was also noted. Manufacturer of the cement was competitor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device found evidence suggesting loosening in vivo. The investigation could not draw any conclusions about the root cause of the device loosening; however, the device exhibited only a small amount of bone cement which could be a contributing factor. In addition, the reported patient large physical stature could be a contributing factor. A complaint database search finds no additional reports against the provided product and lot combination. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.